Manufacturer narrative:
Device received. A review of the device history record. Device history lot, part number: 03.010.056, synthes lot number: 4771166, supplier lot number: n/a, release to warehouse date: 05 oct 2004, expiration date: n/a, manufactured by synthes (B)(4). Investigation summary background: it was reported on an unknown date, during routine incoming inspection of a loaner set, it was observed that the slide hammer was broken. There was no patient involvement. This complaint involves (1) device. Flow: damage: visual inspection: the returned 14+ year old reusable hammer was examined at customer quality (cq) and the complaint condition was able to be confirmed as the device was received with broken pieces in the handle. Several fragments have been generated. The remainder of the instrument shows significant dents, wear marks and impact marks. Device failure / defect identified: dimensional inspection: a dimensional analysis of the handle was not performed at customer quality (cq). There is no indication that dimensions would suddenly cause the 14+ year old reusable hammer handle to crack. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis was able to be completed due to post-manufacturing damage. Document/ specification review: relevant drawings for the returned instrument were reviewed: (B)(4). Mrr (B)(4) was generated during production for 1 part with scuff mark on od, and 2 parts with excessive heat that stain. All 3 parts were returned and scrapped. This non-conformance is not relevant to the complaint condition since it is not related to after washing at the sterile processing department wooden handle of slide/fixed hammer broke/split. Investigation conclusion: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. It is most likely that 14 years of use and repeated thermal sterilization cycles has contributed to the handle breaking. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during routine incoming inspection of a loaner set, it was observed that the slide hammer was broken. There was no patient involvement. This complaint involves (1) device. This report is 1 of 1 for (B)(4).